Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered erosion of the mesh device, recurrence of stress urinary incontinence, pelvic pain, vaginal bleeding, and dyspareunia. No further information has been provided.